Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient wasn't feeling well in the programmed mode (aair) so the device was reprogrammed to ddd. There was difficulty with ventricular capture threshold: during temporary testing 3 volts at 1 millisecond was found as threshold, but when programmed to 5 volts at 1 millisecond or 7.5 volts at 1 millisecond output they are only seeing non-capture. Bipolar lead impedance of 339 ohms was reported. The lead remains in use. No patient complications have been reported as a result of this event.